Event description:
It was reported that a user started using the ilet with dexcom g7 and, during an unrelated hospital admission, was required to disconnect from the ilet for over 24 hours while multiple daily injections were administered, after which the user experienced fluctuating blood glucose attributed to the ilet adapting to hospital-managed dosing; a factory reset was completed and the user resumed bionic mode. Symptoms included hyperglycemia with vomiting and feeling hot and hypoglycemia with sweating, low energy, and nocturnal urinary incontinence. Outcomes included transient hyperglycemia and hypoglycemia, with no external assistance and no medical intervention beyond self-treatment and use of the ilet¿s correction algorithm. Investigation included customer interview, device use review, and troubleshooting with education that culminated in a factory reset and proper reinitialization. Investigation of this case revealed hyperglycemia and hypoglycemia events temporally associated with device disconnection and off-system insulin dosing, with no device malfunction reported and performance restored after reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with system learning being confounded by exogenous insulin dosing during the disconnection period.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.